Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. The thread is unwound from the needle in the suture. The surgery was delayed by 15 minutes. Another suture was taken and the procedure was successfully completed with no fragments generated and no adverse patient consequences. The surgeon was cautions and it remained in the needle holder. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, only discomfort of the specialist. - was there any change in the patient¿s post operative care due to the prolonged procedure? No. - were there any patient consequences due to this incident? No. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Instrumentation and surgeon. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.